Event description:
Recall done early part of 2014 and then customer went on trip to (B)(6) and customer claims airline damaged the chair. Recall joystick got replaced again by (B)(6) dealer probably, unknown within 2 months ago. This ser# of latest joystick on chair is (B)(4). Customer states chair will do goodbye message but not turn off, as they're watching tv and not even using it. Dealer has not been able to see this happen as customer states. But when he flips off/on before chair cycles off (B)(6) is able to recreate issue. (B)(6) has seen the chair twice now.